Manufacturer narrative:
The cause of the discordant, falsely low calcitonin results on one patient sample is unknown. Siemens is investigating the issue. MDR 2247117-2018-00044 has been filed for the same event.

Event description:
Discordant, falsely low calcitonin result was obtained on one patient sample upon repeat testing on an immulite 2000 xpi instrument. The sample was initially run on the same instrument, resulting higher. The sample was repeated twice on an alternate instrument, which resulted lower than the initial result and higher than the first repeat result. The discordant results were reported to the physician(s), who questioned them. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low calcitonin results.

Manufacturer narrative:
The initial MDR was filed on 11-may-2018. Additional information (05-jun-2018): a siemens headquarters support center (hsc) specialist reviewed the instrument data. Calcitonin adjustments were acceptable. There was no indication of mechanical or reagent level sensing issues. The hsc specialist indicated that there was a significant delta difference from the time when the initial sample was run to the time when repeat testing was performed, which was indicative of potential sample level sensing issue. Although, if other tests were run on a different analyzer that would explain the volume difference within the tube. The delta value for repeat results obtained on the alternate immulite 2000 xpi instrument were more in line with the initial result obtained on this instrument (s/n: (B)(4)), also indicative of potential sample level sensing issues. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Method, result and conclusion codes have been updated. MDR 2247117-2018-00044_s1 has been filed for the same event.